Manufacturer narrative:
During the manufacturer's technical inspection, the error description provided by the customer, "piece broke off and is missing", could be confirmed. The spiral at the distal end has broken off. This damage is the result of mechanical overload. Based on the age of the item (manufacturing date: 2016-01-15) and the presumed number of uses, a manufacturing defect can be ruled out. The investigation did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: the end of the instrument has broken off and is missing. The customer was made aware but was unable to confirm where this could have happened. No negative impact in state of health reported. However, due to the missing part, this malfunction is being reported as a precautionary measure.